Manufacturer narrative:
The investigation for the reported hemolysis has been completed. Pump was not returned for investigation. Data logs show that there was placement signal low issues and positioning issue which was managed by pulling back the catheter. Also, purge pressure high and blocked alarms were seen after positioning issue was resolved. After 4 hours of impella placement, red urine was noticed which corresponded to the positioning issue alarm. Per the data log and clinical information provided, the root cause of the hemolysis issue was most likely improper positioning of the device. The instructions for use referenced in the initial report is from the IFU for impella cp with smartassist system. Section: use of echocardiography for positioning of the impella catheter, impella catheter too far into the left ventricle, section: hemolysis, section: suction , and section: potential adverse events (united states) which now includes cardiac or vascular injury (including ventricular perforation).¿ d4-updated model number added- d6a/d6b.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury. Evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it. Obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine. Hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can catheter blood cells, leading to hemolysis. It may also be an indicator of right heart failure. Patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.

Event description:
The user facility reported a 45 year-old male with non-ischemic cardiomyopathy, non-st elevated myocardial infarction, and cardiogenic shock was implanted with an impella device for mechanical circulatory support. The device was removed due to the patient developing hemolysis. The impella device was replaced another impella device. The patient survived the procedure and continued support.